Event description:
A tandem mobi cartridge alarm was reported during the load process by the caller. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use the pump in storage mode and continue using their current pump for insulin delivery. A replacement pump with updated software was sent to the customer, who was instructed to return the problematic pump to tandem using a pre-paid ups label within 10 days. The customer acknowledged the steps to be taken upon receiving the replacement pump.